Manufacturer narrative:
An abbott field service rep (fsr) was dispatched to the customer site in 2008. The fsr replaced a worn/leaking specimen syringe. The fsr then performed precision, calibration and ran controls. All were within range. A review of complaint tracking and trending reports for the period of 2007 through 2008 did not indicate any adverse trend with the cell-dyn 1800 analyzer for issues with discrepant, low results across multiple parameters. This is the final report.

Event description:
The account generated the following cell-dyn 1800 results for an infant pt: wbc 4,200 k/ul, hgb 6.8 g/dl, hct 21.6% and plt 158,000 k/ul. The pt was sent to another lab the same day and the following results were generated: wbc 10,400 k/ul, hgb 11.4 g/dl, hct 32.9% and plt 254,000 k/ul. No impact to pt management was reported.